Event description:
Issue was reported with speaker and vibrate functions of a pump, where the speaker was sometimes inaudible or too quiet. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to adjust settings and perform tests with no success, leading to the decision by technical support to replace the pump. Customer understood instructions for handling and returning the old pump.